Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported that the asymptomatic patient presented in the clinic for normal follow up. Externalized conductors were seen. No electrical anomalies were detected. The lead remains implanted. The patient will continue with routine follow ups with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.